Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that one patient sample generated an initial architect total b-hcg assay result of 400 miu/ml. The sample retested at 200 miu/ml. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An abbott field service representative (fsr) visited the customer site. A review of the instrument logs revealed the possibility of high valued sample carryover into subsequent samples. The sample probe was replaced approximately one month ago, and the r1 probe shortly thereafter. The fsr did not find any issues with the system, but replaced the sample probe as a precaution. The evaluation failed to determine a single definitive cause of the customer's current issue. Review of documentation identified no adverse trends in conjunction with the complaint issue currently under evaluation. A deficiency was identified, possibly due to sample or reagent carry-over. Further investigation of this quality issue will be conducted.